Event description:
It was reported that the insulin pump alarmed no delivery twice during a bolus attempt. The customer's mother stated that the customer had high blood glucose levels and treated with a manual injection. The blood glucose reading was unknown; however, the caller stated that the blood glucose reading was over 600 mg/dl because it was not registering on the glucose meter. She reported that they entered 599 mg/dl into the insulin pump so that it would deliver a bolus, which was when the no delivery alarms occurred. The customer's mother advised that after changing the infusion set, they had not had any issues with the insulin pump since. Advised the customer to call when the alarm occurred to troubleshoot the issue. She declined return of the reservoir or infusion set for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.